Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap (tip) detached outside of the pt at 28,752 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported.